Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, symptoms first noted (B)(6) 2019. (B)(4). Device evaluation: product evaluation was not performed because according to the initial report the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted because the patient complained of glare when driving at night or when watching tv. Iol was replaced with a model zct225 23.5 diopter lens. It was stated that there was no incision enlargement, no vitrectomy or sutures required. Post-op the patient was stable with a little eye irritation. It was noted that the patient used refresh tears. Resure sealant was used to close the wound and it closed well 1 day post-op. It was believed that this caused the irritation. The suspect product was destroyed at the facility. No other information was available.